Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the hinge gasket was damaged, the screws were worn, and the device was out of calibration. The motor, hinge gasket, screws, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance but was found to be in need of repair due to motor issue and worn screws. Due diligence is complete and no additional information is available. During device evaluation the dermatome motor speeds were unstable. No adverse events were reported as a result of this malfunction.